Event description:
Event description guidant received information that the rate/sense portion of this transvenous defibrillation lead was capped for an unknown reason. No adverse patient symptoms were reported.